Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. No further response or update has been provided, the complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displays the "may require maintenance." Message. The patient is fine and there are no reports of harm or injury.the cardiosave is pumping. Another pump is available and fse advised him to switch it.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalog # and UDI #).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displays the "may require maintenance." Message .the patient is fine and there are no reports of harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation